Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately a week after the implant, redness and a rash was observed at an outpatient visit. Blood infiltration and a hematoma were confirmed, a pocket infection was suspected and the patient was admitted to the hospital. The hematoma was removed and antibiotics were administered. The senior physician judged that this event was related to insufficient pocket suturing from the junior physician and not related to the product. The hospital subsequently reported that there were no signs of infection and the patient was under observation and the antibiotics were continued. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.